Event description:
It was reported that over the past 3-4 weeks, after balloon deflation, resistance was met when removing the nc trek rx balloon dilatation catheter from prowater and whisper wires. The resistance was felt to be from the balloon. It is unknown if the balloon was soaked as required prior to use. There were no reports of adverse patient sequela and no report of clinically significant delays in procedures. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of event: provided as over the past 3 to 4 weeks, has been estimated as (B)(6) 2012. It is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.